Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The 100% chronically totally occluded target lesion is located in a severely tortuous distal right coronary artery. An unknown manufacturer's guide wire crossed the lesion then a non bsc balloon catheter pre dilated the lesion. A nc quantum apex 15mm x 2.50mm balloon catheter was then inflated and ruptured at 15 atm. The procedure was completed by using a non bsc balloon catheter to dilate the lesion at 12 atm and a promus element 2.75x28mm stent was then implanted. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event 18 years or older. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).